Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
During a routine call from a nevro representative, it was reported that a patient's device had been explanted due to infection. The patient was hospitalized with sepsis and was given IV antibiotics. The patient was discharged and is recovering at home.